Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive the device, x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted a wagner sl revision stem ø14/225 12/14 on an unknown date and revised on an unknown date due to infection.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer review of incoming information: it is reported that wagner revision hip with trilogy it cup and ceramic head were implanted on an unknown date and revised on an unknown date due to infection. Surgeon alleged that ceramic head is made by metal with ceramic coating only. X-rays dated (B)(6) 2015: ap and lateral view of the right hip show an implanted wagner stem on the femoral side, in combination with a biolox head and unknown wires. On the acetabular side, a trilogy cup fixed with 2 screws and pe insert are visible. The inclination angle of the cup is measured to be around 65°. Moreover, it seems that there osteolysis present around the cup and that no cup press fit is achieved. The anteversion angle is very difficult to be estimated. The proximal part of the femur shows significant osteolysis. The distal part of the femur seems to be not well press-fitted into the cortical bone. On the lateral view it can be observed that the distal part of the wagner stem is not correctly centered with the intramedullary channel. X-ray unknown date (assumed to be between (B)(6) 2015): the ceramic head has dislocated cranially from the acetabular cup. The inclination angle of the cup is further increased to around 72°. This is confirmed by the increased radiolucency between the distal hemisphere of the cup and the acetabular bone. This figure has been assumed to be dated between (B)(6) 2015 according to the observations listed above and in particular due to the fact that in this picture the cup screw is not yet broken. The femoral component shows similar situation respect to previously taken x-rays. X-ray dated (B)(6) 2015: the ceramic head has completely dislocated cranially from the acetabular cup. The cup shows clear signs of loosening. The inclination angle is further increased and one of the two cup screws is broken in the proximal region. The femoral component shows similar situation respect to previously taken x-rays). Devices analysis: the wagner stem shows signs of bone ongrowth on large part of its metaphyseal region. Instead, the proximal part and the distal part of the stem do not show conspicuous bone adherence. Several scratches are visible on the stem neck probably caused during the revision surgery. The proximal part of the stem is characterized by several polished-like areas suggesting that the stem was in contact with surgical wires during the time in vivo.. Review of internal documents : surgical technique for trilogy® it acetabular system states that: "45 degrees of abduction (inclination angle) and 20 degrees of forward flexion (anteversion angle) is recommended in most cases". The gamma sterilization specification certify the suitability of sterilization. Sterilization certificate of the implant is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: according to the received complaint information the patient underwent a revision surgery due to infection. Also, the surgeon alleged that ceramic head is made by metal with ceramic coating only. No documents confirming an infection were received. However, the analysis of the product and the x-rays confirmed that the patient experienced one or more biolox head dislocations before revision. Review of the device history records also confirm that the used ball head is completely made out of ceramic. However, the metal transfer observed on the ceramic head most probably resulted due to frequent contact with the acetabular cup during dislocation. The inclination angle of the cup suggests that the product was not implanted according to surgical technique recommendations; surgical technique for trilogy® it acetabular system states that: "45 degrees of abduction (inclination angle) and 20 degrees of forward flexion (anteversion angle) is recommended in most cases". The steep inclination angle could be the major contributor to the identified dislocation. Moreover, the initial poor bone conditions of the acetabulum (patient coming from a previous tha), followed by an incorrect load distribution could have led to unexpected cup loosening and subsequent screw breakage. Despite the distal and proximal poor bone conditions around the femoral stem, the stem itself shows partial bone ongrowth on its surface suggesting that the stem did not contributed to the event listed above. It is not known if the alleged infection caused or contributed to cup loosening and/or to head dislocation. However, gamma sterilization specification certifies the suitability of sterilization and therefore it can be excluded that the device caused or contributed to the infection. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).